Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that the pt has suffered serious injuries and damages necessitating continued medical treatment for the foreseeable future. No further info has been provided.